Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-02903. (B)(6) clinical study. It was reported that the patient experienced minor bleeding, groin pain and abdominal pain. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device and delivery system and watchman access system were used. Three partial recaptures of the closure device were necessary due to the seal. However, the closure device was able to be implanted successfully and was placed distal to and spanned the entire laa ostium with a complete seal noted. It was noted that the patient experienced minor bleeding of the right femoral site, groin pain and abdominal pain. No actions were taken. The bleeding and groin pain were resolved the same day. The abdominal pain was considered resolved the next day.